Manufacturer narrative:
Batch review performed on 27 june 2024 lot 2008714: (B)(4) items manufactured and released on 01-feb-2021. Expiration date: 2026-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported event during the period of review. Additional device involved batch review performed on 27 june 2024 gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot 2010145: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-15. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: 3 years after revision tka, the patient feels instability on the lateral side. From the images received, we cannot assess the stability of the joint. It is very probable that a different orientation of the tibial component had become required, possibly because of secondary ligament laxity, particularly of lcl. We see no reason to suspect a faulty or malfunctioning device.

Event description:
Primary surgery performed on the (B)(6) 2021. Implantation of gmk-sphere implants (tibial tray t3i4 - tibial insert 4 10mm - femoral component 4 (02.12.0004r / 2010165) - resurfacing patella 3). On the (B)(6) 2022, revision surgery performed for patella loosening. Osteophyte removal and implantation of a new patella 3. On the (B)(6) 2024, the patient came in reporting pain. Revision surgery performed for knee instability on the lateral side and tibial tray loosening. No loosening of the femoral component. No infection. The surgeon revised the tibial tray, the insert (from 10 mm to 17 mm) and used an extension stem.